Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery testing due to compromised force sensor system alarms. The insulin pump was monitored for two days and no unexpected powering off, rebooting, or blank display occurred during testing. The insulin pump powered up properly after battery installation. No display anomalies noted. The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test and displacement test no damage was found on the lcd isolation tape during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 269 mg/dl. The customer stated that she took insulin for her pump and it was turned off. The customer is currently in the emergency room because she was vomiting. The customer did not have time to troubleshoot. The insulin pump will be returned for analysis.